Event description:
Surgeon reported the blades are not 3.0mm; reports needing to frequently enlarge the incision to insert amo lens. Additional information was received on 10/08/2008. The surgeon indicated that all patient outcomes were good and no visual disturbance or long term complication resulted. The surgeon stated that no patient identifiers / information would be provided. The surgeon stated that her primary concern is that the knife sharpness is not always consistent.

Manufacturer narrative:
Manufacturing qa notified. Complaint not confirmed because no samples were returned and no lot number was provided. No corrective action taken. This report was mailed to FDA on: 11/06/2008.